Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t8-l4 to treat scoliosis. The patient came in for a checkup 2 years post-op, no pain was reported, no loosening or fracture of implants were reported. One month later the patient reported experiencing pain in the waist when squatting and also hearing a breaking noise. The rod was found to be broken. The patient underwent a revision surgery to remove the broken rod. During the surgery, they found the fusion bone near the crosslink was partly fractured. The surgeon took the iliac bone. The incision healed well. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.